Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test (values, 21.45, 24.17). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d4: model #, g4: combination product. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "pump failed downstream occlusion test. Values, 21. 45, 24. 17" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.